Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of experiencing low blood glucose of 50 mg/dl and treated with glucose tablets. Customer believed that the insulin pump was over delivering insulin. Troubleshooting was performed and customer reported that the reservoir was showing the same amount of insulin as what was shown on status screen. Customer no longer believed that the insulin pump was over delivering insulin. Customer was advised to monitor blood glucose. It was unknown whether the customer was using automode. The insulin pump will not be returned for analysis.